Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of death was reported to be sepsis. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for peritonitis. On an unknown date during hospitalization, pd therapy was discontinued. The patient was not recovered from peritonitis when they passed away. The cause of sepsis was not reported. Treatment for peritonitis and sepsis were not reported. It was not reported if an autopsy was performed. Additional information was requested but is not available.